Event description:
Customer reported being hospitalized for high blood glucose levels. It was stated that customer had ketones prior to hospitalization. Troubleshooting performed and pump did not alarm during first high pressure test, however, the customer did not have an extra set to verifiy results. The pump was replaced due to repeated motor error alarms present in alarm history.